Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt developed an itchy rash located under the tape border. He also has a pink ulcer 3 mm x 3 mm in the 5 o'clock position in the peristomal area about 1 cm out from stoma. Prescribed topical corticosteroid by physician. Pt outcome was not noted.